Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis. The lens was found to be damaged upon visual inspection. The event history log was reviewed; no discrepancies were noted. Functional testing was performed; air in line sensor was sitting too high. Based on the evidence, the complaint was confirmed as the root cause was found to be related to service and repair.

Event description:
Information was received indicating that a smiths medical cadd®-solis vip ambulatory infusion pump was under infusing. There were no reported adverse effects or patient involvement.